Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had issues with noise and fluctuating impedance.

Manufacturer narrative:
(B)(6) 2017 - this lead was explanted on (B)(6) 2017.